Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6), 2013 as part of the (B)(6) study. On (B)(6) 2013, the patient underwent his first bt treatment to the right lower lobe of the lungs. The procedure was successfully completed. No issues were noted to the device. On (B)(6) 2013, the patient experienced an exacerbation of his asthma, with symptoms of pulmonary congestion, inspiratory wheezing and fever. The patient was prescribed levaquin for therapeutic reasons secondary to chest x-ray findings of right medial lobe infiltrate. The event of asthma exacerbation is still continuing. No hospitalizations or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6), 2013: pre-bronchodilator; fev1: 3.25; fev1 % predicted: 91.55; fvc: 4.59; fvc % predicted: 99.78. Post-bronchodilator; fev1: 3.22; fev1 % predicted: 90.70; fvc: 4.79; fvc % predicted: 104.13.

Manufacturer narrative:
(B)(4): the device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that the reported batch met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013 as part of the (B)(4) study. On (B)(6) 2013, the patient underwent his first bt treatment to the right lower lobe of the lungs. The procedure was successfully completed. No issues were noted to the device. On (B)(6) 2013, the patient experienced an exacerbation of his asthma, with symptoms of pulmonary congestion, inspiratory wheezing and fever. The patient was prescribed levaquin for therapeutic reasons secondary to chest x-ray findings of right medial lobe infiltrate. The event of asthma exacerbation is still continuing. No hospitalizations or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2013: pre-bronchodilator - fev1: 3.25; fev1 % predicted: 91.55; fvc: 4.59; fvc % predicted: 99.78. Post-bronchodilator - fev1: 3.22; fev1 % predicted: 90.70; fvc: 4.79; fvc % predicted: 104.13. Additional information received since (B)(6) 2013. The event of asthma exacerbation resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4).